Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels 300-400 mg/dl. Customer stated they believe elevated bg levels is due to the pump. System check with tandem technical support was performed and the pump was functioning as intended. Customer addressed elevated bg levels with manual injections. Recommendation was made to discuss diabetes management with customer's health care professional.